Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds, high impedance, and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event. Patient is enrolled in the (B)(6) clinical study.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).